Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the prograsp forceps was not moving properly. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained additional information. A new instrument was obtained to complete procedure. Instrument was returned. No video or images available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.